Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens implantation plastic material and plastic fiber have been found on the lens. The lens was removed from the eye is the same procedure. Additional information has been requested and received stating that the fibers on the posterior surface of the lens after implantation might have come from the cartridges.

Manufacturer narrative:
The lens was not returned for evaluation. Three videos were provided. It cannot be determined which of the indicated files correspond to each video. Evaluation was placed in the three files indicated on the powerpoint page. All three video showed yellow lenses with refractive rings. A strip of linear material was observed on the posterior surface of the lenses in the video. The material was removed in each case and the lenses remained implanted. It cannot be determined if the associated products are qualified because the lens model/diopter, handpiece and viscoelastic were not provided. A root cause could not be determined for the reported material on the lens. Based on the provided videos, material was removed from the posterior surface of the lenses. It is unknown if qualified products were used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).